Event description:
It was reported that high impedance was observed for patient's vns. The impedance was normal when device was checked several months ago. The provider is unsure of effect from the vns as there is also changes in other medical treatment. The provider stated that it is not possible to distinguish between the effect from vns with normal lead impedance and high lead impedance. No known surgical interventions have occurred.